Event description:
Additional information received further reported the device was inoperable and no longer working.

Manufacturer narrative:
Lot number: 3430030.

Manufacturer narrative:
A titan pump, cylinders and reservoir were returned for analysis. A separation was noted within abrasion on the inlet tube of the reservoir. This was a site of leakage. Based on examination of the returned product, it was concluded that while in-vivo both exhaust tubes and inlet tube had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the inlet tubing. A separation of this type could then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, device was reported as worn out (9 years old). Possible malfunction. Device was explanted and replaced. No other adverse patient effects were reported.